Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found. After cleaning, the helix was able to extend/retract to within specifications.

Event description:
It was reported that during repositioning of the lead, the helix would not extend. The lead was explanted.